Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited noise. The noise was oversensed, but did not result in pacing inhibition. The suspected cause of the noise was electromagnetic interference. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.